Event description:
It has been reported that one box of bd vacutainer® k2 edta (k2e) plus blood collection tubes has been found missing labels before use. The following has been provided by the initial reporter: material no: 366643; batch no: unknown. It was reported the box came without labels for the tubes.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one box of bd vacutainer® k2 edta (k2e) plus blood collection tubes has been found missing labels before use. The following has been provided by the initial reporter: material no: 366643, batch no: unknown. It was reported the box came without labels for the tubes.